Event description:
During a procedure on (b)(6), it was noted that one of the screws implanted with the VariAx Calcaneal Plate was longer than intended. A revision surgery is planned for (b)(6) to exchange the screw for a shorter one.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.